Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, a catheter restriction alarm associated with an axillary-inserted iab catheter occurred. Troubleshooting identified a kink at the catheter suture site despite appropriate catheter position confirmed by chest x-ray; correction of the kink resolved the alarm. No patient harm or injury was reported.